Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the device, multiple episodes of auto-mode switch due to noise were observed. The noise was reproduced by isometrics. The device was reprogrammed. The patient was fine after the reprogramming and would be monitored.